Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. It was unable to verify the unexpected restart alarm due to blank display. Corrosion found on keypad traces and motor home switch. The device also had a cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via e-mail that the insulin pump has been alarming unexpected restart. An e-mail was sent back in response to explain the alarms and advising to call the helpline for assistance. The customer's father then called and stated that the insulin pump was not responding to clear the alarm and the customer reverted to manual injections. He confirmed that the insulin pump was dropped in water. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.